Manufacturer narrative:
This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of heavy menstrual bleeding ("I had bad bleeding for a long time / I have heavy bleeding/I heavy bleeding too when I have my period"), dysmenorrhoea ("cramping / every month when I have my period, it hurts a lot/the pain started about five months ago"), back pain ("back pain every day"), uterine spasm ("contractions like you are having a baby") and headache ("headaches") in a 52 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of breast cancer (12 years ago). In 2014, the patient had essure inserted. On unknown date she experienced heavy menstrual bleeding (seriousness criterion medically important), dysmenorrhoea (seriousness criterion medically important), back pain (seriousness criterion medically important), uterine spasm (seriousness criterion medically important) and headache (seriousness criterion medically important). Essure treatment was not changed. At the time of the report, the heavy menstrual bleeding had resolved. The outcomes for dysmenorrhoea, back pain, uterine spasm and headache were unknown. The reporter considered back pain, dysmenorrhoea, headache, heavy menstrual bleeding and uterine spasm to be related to essure administration. The reporter commented: batch no.: unknown. Caller would like to have the essure removed. Caller forgot the exact date of implant. Two weeks ago, I had bad bleeding for a long time. But now not anymore, the bleeding is gone. The pain started about five months ago. And I heavy bleeding too when I have my period. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 30-apr-2024: reporter information, event verbatim updated. Outcome of genital bleeding event updated. Event cramp in lower abdomen is updated to llt menstrual cramp. Event genital bleeding is updated to llt prolonged heavy periods. Events back pain and uterine spasm is updated too medically significant. New event added: headaches. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("bleeding for the last 3 weeks") in a 52 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of breast cancer. In 2014, the patient had essure inserted. On unknown date she experienced genital haemorrhage (seriousness criterion medically important), abdominal pain lower ("cramping"), back pain ("back pain every day") and uterine contractions abnormal ("contractions like you are having a baby"). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain lower, back pain, genital haemorrhage and uterine contractions abnormal to be related to essure administration. The reporter commented: batch no.:unknown. Contractions like you are having a baby. Caller would like to have the essure removed. Caller forgot the exact date of implant. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("bleeding for the last 3 weeks") in a 52 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of breast cancer. In 2014, the patient had essure inserted. On unknown date she experienced genital haemorrhage (seriousness criterion medically important), abdominal pain lower ("cramping"), back pain ("back pain every day") and uterine spasm ("contractions like you are having a baby"). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain lower, back pain, genital haemorrhage and uterine spasm to be related to essure administration. The reporter commented: batch no.: unknown caller would like to have the essure removed. Caller forgot the exact date of implant. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-apr-2024: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.